Event description:
Caller reported that customer had a false negative urine hcg result vs serum quantitative result (actual result not provided) and positive home pregnancy test. Per caller, pt had tested using a home pregnancy test (brand unk) with a positive result. Pt then had a negative result when tested on icon test device. The serum quant was positive. Pt received depo shot. No other pt info provided. False negative results could lead to missed diagnosis of pregnancy. Although no report of death or 'serious injury', a missed diagnosis could result in treatment contraindicated in pregnancy.

Manufacturer narrative:
Lot number (s): hcg0020027. Expt date(s): 02/2012. Control: 25miu/ml hcg urine control lot: hcg100113-01, 100miu/ml hcg urine control lot: hcg100513-01, 237.6iu/ml hcg urine control lot: hcg100420-01. Summary of results: the retention devices meet qc specification, details as below: correct positive results were observed when tested with 25miu/ml hcg urine control at 3 minute read time (n=5). The 100miu/ml hcg urine control yielded clearly positive results at 3 minute read time (n=5). The 237.6 iu/ml hcg urine control yielded clearly positive results at 3 minute read time (n=3). Conclusion: from retain testing with in-house controls, the client's result was not replicated and the product performed as expected meeting qc specifications. Verified the product number, product description, lot number and batch record; no abnormal results were found. Customer's observation could not be reproduced in-house with control samples. Hcg urine controls at cut off and high level were tested with retain devices. Unable to identify the root cause without pt specimen analysis in-house. Product deficiency was not established; no corrective action required at this time. Customer product will be tested if it is returned.